Manufacturer narrative:
It was reported that, "the patient was being transferred via hoyer with the appropriate sling for the patient's weight from shower chair to the bed. The sling was wet from shower" and "the sling snapped mid air". The customer contact stated the patient's "head hit the hoyer leg" which resulted in "a cut on the left eyebrow". It was reported that the patient was sent to the hospital where "stiches were put in place" and patient is doing "good". It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that, "the patient was being transferred via hoyer with the appropriate sling for the patient's weight from shower chair to the bed. The sling was wet from shower" and "the sling snapped mid air".